Manufacturer narrative:
Analysis confirmed the reported issue; the external pulse generator (epg) did not power up with batteries. It was determined that the keypad was electrically out of specification. Additionally, both output connectors were broken, the hanger was broken, and the main seal was pinched by the battery drawer. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not power on. The epg has been returned for service. There was no patient involvement.